Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a scope communication error (e216). The issue was found during preparation for use of a diagnostic bronchoscopy. There were no reports of patient harm, no delay, nor was the patient under anesthesia. The device was completed with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that he screen was blacked out, had a shadow in the image during angulation, and the specified resolving power was not obtained due to a defective charged coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) (added due to character limitation in respective field).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the charged couple device unit was damaged by stress applied to the insertion section causing the e216 error to occur. However, a definitive root cause could not be determined. In addition, based on the results of the investigation, it is likely since the subject device was not repossessed before sending it to olympus, the dirt on the object lens may have remained. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning: "follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination". 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information as the product was reevaluated, and the new results found are as follows: a new reportable event found during device evaluation is that there was dirt in the objective lens. The investigation is ongoing and if new / additional applicable information is obtained, a future supplemental report will be submitted.